Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a few low voltage advisories and one no external power hazard. The patient did not recall any alarms, and upon expecting his equipment, it was noted that significant dust/dirt was present on the battery clip terminals. These were cleaned the patient was educated on proper care of equipment. Log file analysis showed a no external power event that was caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during these events.

Manufacturer narrative:
Section a1, d1, d4, g3, h5, h8: correction. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed. A review of the submitted log file showed 240 events spanning approximately 24 days (B)(6) 2020 ¿ (B)(6) 2020 per time stamp). The no external power alarm activated on (B)(6) 2020 at 12:49 while connected to the mpu due to both white and black lead voltages diminishing to ~5v. The alarm cleared shortly after activating when power was restored. The backup battery was able to provide power to the controller during this event. This alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu was not returned for analysis and is still in use. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event was not conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook explain how to properly interpret and troubleshoot no external power alarms. No further information was provided. The manufacturer is closing the file on this event.